Manufacturer narrative:
A portion of the percutaneous lead was returned ot the manufacturer for evaluation and is currently being analyzed. The patient received a pump exchange on (B)(6) 2014, however, the pump has not yet returned. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented to the emergency department with vad alarms and pump stoppages in the history. A percutaneous lead repair/replacement was performed on (B)(6) 2014 and the patient was placed back on a standard patient cable and no alarms occurred. Approximately 1 hour after completing the repair, the hospital reported that the system controller was alarming again. The patient received a pump exchange on (B)(6) 2014.